Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4)., ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were fentanyl and another unknown drug. Patient did not have medication dose or concentration and the second medication is a numbing solution. The pump therapy is for her spine for degenerated disc disease and lower back issue. It was reported that right after pump implant surgery both of her legs were bothering her really bad like restless leg syndrome and she told the healthcare professional (hcp) and they said they never heard of anything like that. The issue started on (B)(6) 2020. Her hcp increased her medication a few times but she still has the restless leg syndrome. A weeks ago, she noticed when she does her bolus her right leg goes completely numb and her left leg is not affected by it. She thinks the catheter is placed too low on her spine and affecting her nerve in her legs than her back. Caller redirected to follow up with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, he patient called back and repeated previously reported information. The patient stated they were "a week out from surgery" and then clarified the surgery was to revise the location of the catheter. The patient was redirected to follow up with their hcp.